Event description:
On november 4, 2009, the lay user/patient contacted lifescan alleging the battery indicator icon appeared on the display of the one touch ultra meter. The medical surveillance specialist was not able to contact the patient to obtain/clarify information. The patient said, the issue started on october 3 around 7 pm. At that time the patient took 10 units of humulin insulin and says his normal dose at that time is 8 units. Prior to taking the insulin the patient had more food/drink than usual. The patient said that an hour after the issue began he experienced symptoms of lightheadedness, and blurry vision. It would be helpful to know additional information such as the patient's medication regime, why the patient had more food and/or drink, and what the patient may have done differently had he been able to use to product. It was determined during the troubleshooting telephone call, it was not the first time the product was being used and based on the information provided the batteries needed to be replaced. There was no misuse of the product. Although detail about the incident is unknown, this complaint is being reported because the patient alleged the battery indicator icon appeared on the display, did not take his normal amount of insulin due to the issue and suffered symptoms that may be indicative of a diabetic injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.